Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0fujh, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID neu_unknown_prog, product type: programmer, physician. Product ID neu_unknown_lead, product type: lead. Product ID 3889-28, lot# va0fujh, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that they turned on their implantable neurostimulator (ins) after surgery and felt the stimulation for about 1 hour then could not feel it. The patient kept turning up the stimulation to feel it. The patient stated that they preferred not to feel the stimulation and, currently, did not feel the stimulation. The patient was 8 days out from implant and the current setting was at 3.0 volts. The patient stated that they thought they felt the stimulation sensation the same at 1.0 as at 3.0 and was getting 97% symptom relief. It was later reported that the leads were broken and replaced in (B)(6) of 2014.